Manufacturer narrative:
H6 health effect - clinical code 2417 coma removed. An event of a patient device interaction problem (thrombus), heart block, thrombus, intracranial hemorrhage, patient-device incompatibility (fibrotic thickening of leaflet), and stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The event was reviewed by an abbott director of medical affairs. Based on all available information, causes for the reported patient device interaction problem (thrombus), patient-device incompatibility (fibrotic thickening of leaflet), heart block, and thrombus could not be conclusively determined. The reported intracranial hemorrhage, and stroke appear to be related to the anticoagulation medication, per event details. The reported surgery, unexpected medical intervention, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor transcatheter aortic valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system. Length of membranous septum was 0mm. Calcification was confirmed from the annulus to the sub valvular to the left ventricular outflow tract. The valve was implanted successfully at a depth of 4mm on both the left and non-coronary cusp. On (B)(6) 2024, hypo attenuated leaflet thickening (halt) was observed on postoperative CT and anticoagulation medication was provided. On (B)(6) 2024, the patient developed complete atrio-ventricular block. On (B)(6) 2024, a permanent pacemaker was implanted. Also on (B)(6) 2024, a cerebral hemorrhage occurred thought to be due to the anticoagulation medication. Due to the cerebral hemorrhage, patient developed impaired consciousness at level ii-20 on the japan coma scale. Patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system. Length of membranous septum was 0mm. Calcification was confirmed from the annulus to the sub valvular to the left ventricular outflow tract. The valve was implanted successfully at a depth of 4mm on both the left and non-coronary cusp. On (B)(6) 2024, hypo attenuated leaflet thickening (halt) was observed on postoperative CT and anticoagulation medication was provided. On 12 november 2024, the patient developed completed atrio-ventricular block. On (B)(6) 2024, a permanent pacemaker was implanted. On 15 november 2024, a cerebral hemorrhage occurred thought to be due to the anticoagulation medication.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.